Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was received for product analysis. No kinks or damages were identified along the hypotube shaft. One set of the blades and pads were lifted in the proximal section. The balloon was not subjected to positive pressure. No tears or pinholes were noted. Microscopic examination of the blades identified that one segment in the proximal section of the balloon, the blade and pad were lifted. An examination of the remaining two blade segments identified no damages; the blades and pads were fully intact. The inner lumen was stretched and kinked just distal from the proximal markerband. A microscopic examination of the tip section found no damage. A microscopic examination of the distal and proximal markerbands noted both flattened. No other device issues were identified during returned product analysis.

Event description:
Reportable based on device analysis completed on 06jan2026. It was reported that the device was unable to cross the lesion. The 98% stenosed target lesion was located in the severely tortuous and severely calcified artery. A 10mm x 3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the device was unable to cross the lesion because the artery was severely calcified and highly tortuous. The procedure was completed using an alternate method. No patient complications were reported. However, device analysis revealed a blade and pad were lifted in the proximal section of the balloon.